Manufacturer narrative:
Device was not returned for evaluation, but the datakey was returned. It showed a destination occlusion alarm and a system occlusion alarm. The treatment was aborted. Including this call there were 12 incidents for leaking photoactivation modules in 2007 which equals an incidence rate of 0.30 per thousand kits shipped. This compares to a rate of 0.27 for 2006.

Event description:
A cracked photoactivation module caused a blood leak in the photoactivation chamber during the second cycle. The actual amount of blood lost as a result of the photoactivation module leak was estimated by the operator to be less than 50 ml. A large bowl kit was being used for the ecp procedure. The ecp operator observed no leaking during the first cycle. When the leak was noticed during cycle two, the ecp operator aborted the treatment, and did not return any blood from photoactivation module. The operator estimated there was about 225 ml of blood in the bowl, and an additional 200 to 225 ml blood in the plasma collection bag, for a total of 425-450 ml of blood not returned to the patient. During and after the procedure, the patient experienced no symptoms related to the blood loss and the patient was discharged to home after the procedure. They advised the patient to drink fluids and rest at home.